Event description:
It was reported that this right ventricular (rv) lead was attempted and capture failed. The positioning was adjusted and once again capture was not present. A new lead was placed and capture was confirmed. This rv lead has been received for investigation. No additional adverse patient effects were reported.